Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - ni. Concomitant product(s): a 65875305201 shell with cluster holes porous 52 mm o.d. Size ii 62076435. A 00877501032 biolox delta taper liner, ii/3 2 2646161. A 00877503203 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 2522815. A 66017569 cement 74904308. A 963203000 canal plug d12050078. UDI#: (B)(4).

Event description:
Patient underwent right hip revision procedure approximately three years post-implantation due to periprosthetic fracture of the femur. The femoral components were revised. No additional information provided.